Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2011. It was reported that the ipg is unable to communicate with the pt's ipg. A replacement charger was unsuccessful at resolving the issue. It was reported that the pt has stimulation, and her programmer is functioning properly. No further information is available at this time.